Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. This occurred immediately after filling with 80ml tramadol and 12ml bupivacaine in normal saline. The total fill volume was 292ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The fill port cap was removed from the device, and a leak/backflow was observed from the fill port. Visual inspection revealed a solid particle approximately 1.70mm in length, located under the check band of the device. Fourier transform infrared spectroscopy identified the particle to be glass. The cause of the backflow condition was determined to be the particle. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.